Event description:
The patient didn¿t want to give up the pump just yet. The patient was interested in finding a new pump managing physician. At the time of this report, the pump was still delivering fentanyl and bupivacaine.

Event description:
Additional information received from the health care provider (hcp) reported that there was no contamination during her pump fill. The patient was seen frequently, and there was no evidence or documentation of this in surrounding visits. The patient had recovered without permanent impairment.

Event description:
(B)(6) 2015, crts 3221350 (con): [omitted information pertains to pruritus and anxiety during the trial, (B)(4).] It was reported that the patient experienced a change in therapy effect and side effects from the medication. The patient experienced muscle spasms (leg/calf), achiness, weakness, numbness, tingling, pain (¿weird bizarre pain episodes¿), urinary issues, sleep deprivation, and issues with the pain pump. The patient woke up the day of the report with leg spasms, numbness, and weakness; stated to be painful. The pain was reported as episodic and occurring on different days. The patient affected the right leg and 20 minutes later, went to the ¿the left leg (from the knee down to the foot), right arm, shoulder, limb, posterior neck, posterior upper back, and part of the posterior upper left side.¿ the issue began around (B)(6) 2015, when the patient had her first refill and dose increase. The patient recalled the first time she experienced the ¿deep ache¿ and stated she thought she was having a pre-stroke because the issue was isolated to the leg. The patient also recalled an occurrence a severe spasm and numbness in the right leg woke the patient up on (B)(6) 2015 (stated to have occurred on 3 different occasions). It was further stated that the patient was told by the healthcare provider (hcp) that neither of the patient¿s medications ¿could get into the body systemically.¿ the patient wanted the medication decreased due to the symptoms, as they resulted in an emergency room (ER) visit. It was noted that the medication was decreased the day prior to the report. It was noted that the physician planned on adding dilaudid and decreasing the other medications on (B)(6) 2015. The patient reportedly wanted to start over with a new hcp and no pain medication in the pump. The patient was seen on (B)(6) 2015 and the hcp stated he would surgically remove the pump. The patient wanted to figure out the chronological order of the occurrence of her symptoms to determine if they correlate to one or both of the current medications. It was further stated that it took 3 months to get to the highest dose of fentanyl (800mcg) due to the patient¿s anxiety and other health conditions. The patient also thought that there might have been a possible contaminant that got in the pump when the medication was increased. During the visit, the patient asked for the medication to be decreased more because she had issues waking up in the morning. The patient was also told about baclofen and clonidine for intractable pain. The hcp was going to decrease the medication in 30 days and no short of a time period. The patient thought the hcp was punishing her because he did not believe she experienced symptoms. The next refill date was stated to be (B)(6) 2015. The patient also mentioned that she had neuropathy. The pump was used to deliver fentanyl and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).